Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing a new dexcom g7 to the ilet following a failed first sensor insertion, after which the second sensor paired intermittently and the ilet did not initially connect, coincident with hyperglycemia confirmed by fingerstick values of 312 mg/dl rising to 472 mg/dl after a meal. Symptoms included hyperglycemia. Outcomes included self-administration of subcutaneous long-acting insulin, temporary pump shutdown per guidance, and subsequent reconnection with glucose returning to range. Investigation included remote troubleshooting, follow-up calls, confirmation of cgm pairing using a provided pairing code, and verification of restored cgm function with in-range glucose. Investigation of this case revealed a cgm pairing failure to the ilet without evidence of pump malfunction, with successful re-pairing and normal operation once the cgm was connected. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and connectivity issues related to cgm pairing rather than device failure.